Event description:
Info received indicates the bed's sleep deck is broken.

Manufacturer narrative:
The technician found a bolt missing from the seat frame which stressed the frame and damaged the head section and seat pan. The technician replaced the head section, seat pan, and associated hardware to repair the bed.